Manufacturer narrative:
Philips service rebooted the system, but no permanent fix was implemented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that fluoroscopy x-ray stopped during technique; error processing error: 18 logged on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.